Event description:
The customer reported a case of post-op endophthalmitis. The patient required an anterior chamber tap and injection of antibiotics. In 2008, additional information was received from the customer. Fourteen days prior, culture results indicate no growth after 7 days, few gram + cocci, coagulase neg staphylococcus. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 12/04/2008.